Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had their pump replaced with a larger pump (40cc) on 2012-(B)(6) due to battery depletion. It was reported that the patient was not satisfied with the size of the pump and complained it was sticking out too far and demanded replacement. The pump was replaced with a smaller pump on 2012-(B)(6). It was reported that the event resolved without sequelae on 2012-(B)(6). It was reported that the etiology was not related to device or therapy and was not related to implant procedure. There were no signs or symptoms. Additional information received reported that the patient was not satisfied with the size of the pump and complained of discomfort at the pump site. The pump was infusing lioresal.